Event description:
Boston scientific received information that the patient's personal nurse contacted the medical record department and stated that the device was explanted approximately three and a half years ago due to an unknown product performance issue. No adverse patient effects were reported. An email was sent to the field representative in an attempt to obtain additional information from the clinic. The field representative was unable to obtain any additional information regarding this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.